Event description:
Additional information was received. It was stated that on (B)(6) 2025, the patient visited the hospital, because paresthesia was felt only on the inner side of the knee. The patient had not used the ins for about a year before they felt again that stimulation could be useful. (B)(6) 2025, the problem was that, after turning stim on, the feeling of paresthesia came after tens of minutes. Cannot say if there are more delays, but in the mornings the delay was clearly there. No problems with impedances on those visits. Session report has been delivered. The current ins is still in use and the delayed effect was the problem. The patient shuts down the ins during the night, and in the morning, there was a delayed effect of tens of minutes before paresthesia is felt/device works. When the ins is changed it will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed it was functional. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) confirming that the implant was replaced and the customer has possession of the implant.

Manufacturer narrative:
G2. Foreign: fi. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the date set for the ins replacement was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that at the end of 2023 paresthesia was not felt on the right spot (right knee outside) anymore and patient stopped using spinal cord stimulation (scs). Now at new working place the patient was more active and their knee started to hurt. A new programming session was done in (B)(6) 2025. After that couple of weeks everything was fine. Patient does not use stim during the night or when lying down. Now when turning stim on it takes several minutes (even 30 minutes) to start to feel paresthesia. When patient tries to change her body position in order to feel stimulation, there¿s no success. Patient likes the stimulation to be mild. At the hospital tried with increasing the amplitude after starting and this can be felt but it was too strong. There was delayed effect and incorrect stimulation area. The device session report showed no abnormalities. All impedances were in range. Troubleshooting was performed. Palpating the system area for changes was done but nothing. Programming changes. No cause identified. Started to plan an ins change. Issue was not resolved yet.

Manufacturer narrative:
G2: finland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.